Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib device displayed an error. There was no reported patient impact or injury.

Manufacturer narrative:
Based on the information available and the testing conducted by onsite support, it was determined that there was a malfunction of the optical switch kit and therapy knob field replacement kit. This is a known issue under the scope of fco86100219a. Therefore, the faulty components were replaced to resolve the reported issue. The customer's device was successfully repaired and returned to service. No further action was deemed warranted at this time.

Manufacturer narrative:
Philips received a complaint on the philips mrx defibrillator that the device would not turn on while the spo2 function was being utilized to monitor a patient. The device was in use on a patient and there was no reported adverse event to patient or user. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source notes indicate that the field service engineer replaced the device's optical switch kit and therapy knob field replacement kit and the device was successfully returned to service. A philips field service engineer assisted the customer in evaluating the device, determining it is a known issue under the scope of fco86100219a therefore, the faulty components were replaced to resolve the customer's complaint. The customer's device was successfully repaired and returned to service. No further action is warranted at this time.

Event description:
It was reported to philips that the mrx defibrillator would not turn on. There was no reported patient impact or injury.